Event description:
Patient developed severe burning and pain in lower pelvic area during MRI at the location of a cook embolization coil implant. MRI aborted due to reaction. Cook embolization coil product indicates MRI compatible. Subsequent CT scan confirms location of implant as site of pt pain and buring. Pain and tenderness following incident persisted for two days before subsiding. Due to reaction, pt is not a candidate for MRI studies. Cook coil product indicates MRI compatible and pt advised at time of implant that it would not disqualify him from MRI studies.

Manufacturer narrative:
This event was reported by the pt via a voluntary medwatch report. Attempts to obtain additional info regarding the event and the exact embolization coil implanted have not been successful. This is considered to be an unusual event. It is unknown at this time why this event may have occurred.